Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set split inside the pump module and was leaking protonix (pantoprazole) and 0.9% normal saline. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the set split inside the pump module and was leaking was confirmed. Visual inspection of the set showed separation between the silicone pump segment tubing and the upper fitment. No crush marks were observed on the upper or lower fitment. Functional testing was deemed unnecessary due to the separation. Leaking was observed. The silicone tubing was measured and found to be within specification. The root cause of the separation could not be determined.

Event description:
The customer reported the set split inside the pump module and was leaking protonix (pantoprazole) and 0.9% normal saline. There was no patient harm.

Manufacturer narrative:
The ring retainer was not received with the set and no ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurred. The root cause of the separation is a manufacturing error in which the ring retainer was not assembled with the pumping segment.

Event description:
The customer reported the set split inside the pump module and was leaking protonix (pantoprazole) and 0.9% normal saline. There was no patient harm.